Event description:
It was reported that a patient with a 31mm 6900ptfx pericardial mitral valve was placed under consideration for a valve-in-valve procedure after an implant duration of four (4) years, three (3) months due to unknown reasons. Echo was performed at four (4) years, two (2) months revealed: ef 45-50, ava 1.5, mitral mg 18-20mmhg. The patient was started on coumadin. Nine (9) days later tee was performed and revealed a mitral mg of 12-14mmhg. The patient is a (B)(6) year-old male with history of endocarditis, copd, htn

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.

Event description:
It was reported that a patient with a 31mm 6900ptfx pericardial mitral valve was placed under consideration for a valve-in-valve procedure after an implant duration of four (4) years, three (3) months due to unknown reasons. Echo was performed at four (4) years, two (2) months revealed: ef 45-50, ava 1.5, mitral mg 18-20mmhg. The patient was started on coumadin. Nine (9) days later tee was performed and revealed a mitral mg of 12-14mmhg. Per information received the patient registry, the patient underwent the tmvr procedure at an implant duration of four (4) years, three (3) months. The tmvr procedure was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b1, b2, b4, b5, g3, g6, h2, h6.